Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented in clinic for follow up after receiving inappropriate therapy. The device was reprogrammed. Patient was asymptomatic and monitoring will continue.